Event description:
S/p mva with insertion of plate and screws on 5/93. Developed staph infection after mva with prolonged antibiotics 5/93 thru 12/93. 12/93 x-ray revealed healing bone. Hardware thus removed. (9 screws, from another MFR also removed.)